Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually, and functional testing was performed. The complaint could not be confirmed. The root cause could not be determined. A review of the device history record was performed, and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleged that the set was leaking at the connection to the arterial catheter. The device was exchanged with no further complications.